Event description:
Customer reported blood glucose results of 327 mg/dl and either 87 mg/dl or 81 mg/dl within 10 minutes on the aviva system. Customer reported symptoms of hypoglycemia for which he self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.